Event description:
The sister of a (B)(6) female pt contacted zoll customer support to report that both of the patient's batteries were dead. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem ( does not charge battery pack) was confirmed. Upon evaluation, there was contamination on the pca board. The cause of the inability to charge a battery pack is the contaminated pca board. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger. The pt received a replacement charger.